Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 1 occurred during the load sequence with multiple cartridges. It was also reported that the customer received intermittent altitude alarms. The customer's blood glucose level was 153 mg/dl. The customer reverted to manual injections for insulin therapy.